Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was advanced however they were unable maintain hemostasis, blood loss was noted to be very minimal as the device was pulled back within minutes. They switched out the was and completed the procedure successfully.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device consisted of a watchman access sheath (was) with dilator inside the sheath. The valve was opened as received and blood was on the device. The valve, hub, shaft, and tip were microscopically, tactile and visually inspected. A microscopic examination of the threads of the was revealed they were damaged/cross threaded. It could not be determined when the thread damage occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was advanced however they were unable maintain hemostasis, blood loss was noted to be very minimal as the device was pulled back within minutes. They switched out the was and completed the procedure successfully.